Event description:
One side of the peel away catheter broke off completely during procedure. Physician was able to successfully remove all pieces from the patient.

Manufacturer narrative:
Qa reviewed the complaint file and concluded that the breakage was most likely the result of a localized distortion caused by a foreign object within the introducer.